Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and a sling was implanted into the patient. The patient experienced pain, erosion of her internal bodily tissue and other injuries. The patient has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): the patient underwent mesh implantation with concurrent procedure of hysterectomy to treat pelvic organ prolapse and stress urinary incontinence. The patient experienced recurrence of pain, bleeding, dyspareunia, urinary and bleeding problems. No additional information provided at this time. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Additional narrative: it was reported that following insertion the patient experienced ureteric obstruction, incontinence, and urinary tract infection.